Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new freestyle libre 3 plus sensor and did not get a successful pairing, then upon rescanning the app indicated the current sensor had already been started and showed remaining warm-up time. Symptoms included no physiological symptoms. Outcomes included no impact beyond temporary inability to view sensor data during warm-up. User support included guided troubleshooting and education that confirmed the sensor was already in warm-up and that pairing was effectively established upon rescan. Investigation of this case revealed that the initial perception of pairing failure was resolved by rescanning, consistent with normal sensor warm-up behavior and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user perception during the sensor warm-up period without device failure.